Event description:
Information was received from a healthcare provider (hcp) via a post-market clinical study regarding a patient who was receiving dilaudid [7.5mg/ml] at a rate of 1.6018mg/day, clonidine [350.0mcg/ml] at a rate of 74.75mcg/day, compounded baclofen [625.0mcg/ml] at a rate of 133.48mcg/day, and bupivacaine [35.0mg/ml] at a rate of 7.475mg/day via intrathecal drug delivery pump. The indications for use of the pump were a carcinoma and malignant pain. It was reported that the pump was interrogated on (B)(6) 2016. Review of the pump logs revealed a pump motor stall secondary to an MRI with a motor stall recovery. No actions were taken as intervention, and the event resolved without sequela on (B)(6) 2015. The etiology was reported as related to the device or therapy and not related to the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a post-market clinical study. It was reported that the motor stall occurred on (B)(6) 2015 at 10:22am and recovered that same day at 11:10am. The concomitant drugs the patient was taking at the time of the event were immediate and extended release morphine sulfate. The patient's relevant medical history included: osteosarcoma, deep vein thrombosis, hyperlipidemia, oesophageal reflux disease, myocardial infarction, hypertension, depression, and a history of acute myelogenous leukemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.